Event description:
It was reported that post deployment stent damage occurred. The patient presented with non-st elevation myocardial infarction. The 90% stenosed target lesion was located in the mildly tortuous and calcified left anterior descending artery. An ivus ce opticross hd, a 4.00x32mm synergy stent, and a 15mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that after the physician stented the lesion with synergy stent and post dilated with nc emerge, a post ivus run to check on stent apposition was performed. However, when ivus run was completed, the ivus catheter was unable to be removed from the vessel. It was also noticed that the distal stent was deformed and the ivus catheter was stuck at the monorail exit port. The physician then tried to tug the ivus catheter but it was stuck. Another workhouse wire and 2.0x8mm nc emerge were used to perform a small dilatation in hope that ivus catheter will bulge. Consequently. The ivus catheter was retrieved successfully. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
A review of photos provided by the site confirmed the alleged stent deformation as an ivus device was seen distally to a deformed deployed stent. The images also confirmed the event description as a small balloon was seen inflated at the distal end of a stent with an ivus device stuck between it and the vessel wall. In the last image provided, the stent deformation appeared to have improved following post balloon dilation and the ivus device no longer visible.

Event description:
It was reported that post deployment stent damage. The patient presented with non-st elevation myocardial infarction. The 90% stenosed target lesion was located in the mildly tortuous and calcified left anterior descending artery. An opticross hd imaging catheter, a 4.00x32mm synergy stent, and a 15mmx2.00mm wolverine coronary cutting balloon was selected for use. After the lesion was treated with the synergy stent and post dilated with an nc emerge balloon, a post intravascular ultrasound (ivus) run to check on stent apposition was performed. When the ivus run was completed, the opticross catheter was unable to be removed and it was that the distal stent was deformed and the catheter stuck at the monorail exit port. The physician tried to tug the catheter, but it was stuck. Another workhouse wire and a 2.0x8mm nc emerge were used to perform a small dilatation in hope that the catheter would release. The catheter was successfully retrieved and the procedure completed with another of the same device. No patient complications were reported.